Event description:
During a follow-up of the patient implanted with the subject ventricular lead, 3 noise episodes were seen in recorded episodes. Manual provocation of the arm and pocket could not provoke such artifacts. It is indicated that the artifacts inhibit ventricular pacing. A ventricular lead defect is suspected by the physician.